Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. An assessment was performed, however; there was no failure. The issue could not be confirmed. Although the evaluation did not confirm the reported issue, it was concluded that it is related to a lack of sufficient direction in the assembly procedure when using grease. It was determined that the cause for the found defect is a lack of sufficient direction in the assembly procedure. The manufacturing process has been to control the amount of lubricant applied when assembling the handpiece. The service process has been updated to more efficiently identify this issue. The assignable root cause was due to design. Further investigation and assessment of this design issue is being addressed through a CAPA in the quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the two (x2) robotic assisted saw handpiece devices were leaking an oily substance where the blade inserted. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 2 of 2 for the same event.